Manufacturer narrative:
Concomitant medical products: 100 ml fresenius kabi (B)(4) lot number 10lb6091 exp 01/2019 intralipid 20%. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a lipid emulsion 20% (bag volume 100 ml) with rate of 3.51 ml/hr, with vtbi of 70.1 ml was to infuse over 20 hours however the infusion ended earlier than expected. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that an infusion of lipids ended sooner than expected was not confirmed. The event date was not provided. Review of the pcu event log identified that an infusion of lipids was programmed on (B)(6) 2017 with a duration of 20 hours (rate 3.5 ml/hr). The infusion continued for approximately 9 hours before the device was channeled off; however, it could not be determined if the infusion had completed at that time. The calculated volume infused was 30.503ml. Testing performed found the device operating within specifications with no observation of unregulated flow. There were no signs of leaking anywhere on the returned administration set. The root cause of the reported event was not identified.